Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents of both lots have been checked and found to be according to specification valid during the time of production. Conclusions and root cause: the root cause is most probably user related. Rational: the described problem, caused by craniofix ff490t is not known at aesculap (B)(4). The sterilization process of the craniofix clamps is tested and validated. Without further knowledge about the circumstances we assume, that the problem was caused by the used foreign article or other unknown circumstances at the hospital. No CAPA is necessary.

Manufacturer narrative:
Associated medwatch: 9610612-2017-00175. Please note: a retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: USA. It was reported that the patient had craniotomy on (B)(6) 2016 with dural implanted. (Left fronto-centro-parietal craniotomy excision of meningioma, implanted dural graft and fixation clips.) It became life threatening, hospitalization and required intervention. On (B)(6) 2017 returned to operating room for intracranial infection. Operation (procedure): left craniectomy, debridement of subdural empyema. Findings: purulent material in the subdural space. Bone flap, fixation clips and dural graft removed. All med watch submissions related to this report are: 9610612-2017-00175, 9610612-2017-00176.